Event description:
Fracture of the cone of the tibial cementless stem

Manufacturer narrative:
The review of the device history record could not be conducted yet.

Manufacturer narrative:
The review of the device history record could not be conducted yet. Update: the review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
Fracture of the cone of the tibial cementless stem.